Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After 3 days, there was white - yellowish secretions at the stoma site. On (B)(6) 2017, a culture was done and it was positive for streptococcus anginosus. The patient was treated with antibiotic oxacillin 250 mg tablets 4 times a day for 10 days for infection. The infection resolved after 5 days of antibiotic treatment. On (B)(6) 2017, reportedly, patient experienced algic syndrome with abdominal pain and went to emergency room. Patient was treated with intravenous analgesic with effect.